Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at the midline from the clik anchor. The patient underwent an explant procedure and the explanted device will not be returned.